Manufacturer narrative:
The recipient's internal magnet was reportedly reinserted successfully.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's incision has reportedly healed and swelling is resolved. The recipient is experiencing pain at the incision site, however, the recipient's surgeon reported the pain is not device related. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain and swelling at the implant site due to a displaced internal magnet following an MRI. Revision surgery is scheduled.